Manufacturer narrative:
B3- the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had system controller swap last year.

Manufacturer narrative:
Section d1: corrected. Section d4, model number, catalog number, primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a controller swap was unable to be confirmed. The heartmate 3 system controller (serial number unknown) was not returned for analysis. No log files, photos, or additional documents were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unknown. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) section 2, entitled "how your heart pump works", instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.